Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the internal defibrillation electrodes do not work. There was no reported patient involvement.